Event description:
A consumer reported via a legal complaint alleging that they experienced permanent injuries due to the ceeon lens. The consumer was implanted with a ceeon 727c, diopter 21.00, lens in 2002 in the left eye. No further info was provided.